Manufacturer narrative:
A5 and a6 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Impella cp was inserted via the right femoral artery in an 81 year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions shock stage e. During support, connection issues were reported with the automated impella controller, with the controller remaining online but no pump data available and no case review possible. The outcome was withdrawal of care. The impella connect issue had no clinical consequence to the patient. The patient¿s death occurred when care was withdrawn. Underlying scai stage e may also be a contributing factor to the patient's outcome.